Manufacturer narrative:
Evaluation results - visual inspection of the returned product found the lens optic and both haptics torn into pieces. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated the cause of the torn lens may have been due to a loading error. Another same type lens was implanted.